Manufacturer narrative:
Patient identifier :(B)(6). Sect d: catalog number corrected from 10418 to 10394 lot # corrected from 871472994 to unknown.

Event description:
Respond edge lotus study it was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with a 23 mm lotus edge valve which was implanted successfully. Subject had normal sinus rhythm during the index procedure. Event summary: five days after the index procedure, the subject was noted to have left bundle branch block. No diagnostic procedure and no action were taken to treat the event. The event was considered recovered and the subject was discharged home the next day.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was treated with a 23 mm lotus edge valve which was implanted successfully. Subject had normal sinus rhythm during the index procedure. Event summary: five days after the index procedure, the subject was noted to have left bundle branch block. No diagnostic procedure and no action were taken to treat the event. The event was considered recovered and the subject was discharged home the next day.